Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a printed circuit board failure. There was another reportable finding where the device was missing a part of a display character. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit powered off during a therapeutic procedure, and then continued to beep. The procedure was completed and there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, front panel goes off and alarm sounds occurred due to failure of the printed-circuit board. The cause of the defective cr board could not be identified. Olympus will continue to monitor field performance for this device.